Manufacturer narrative:
The sample was discarded, and therefore not available for eval. Without a sample, a root cause for this incident could not be identified. A review of the device history records could not be performed as a lot number for this incident was not provided.

Event description:
The consumer reported that a bd needle broke off in her stomach while using humalog. Her husband may have pulled the needle out, but the consumer still went to an urgent care facility. The doctor cut a small slit in the consumer's belly to see if the needle was there and nothing was found. An x-ray was performed and the needle was not found. No future follow-up from the doctor was suggested.